Manufacturer narrative:
The investigation has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since the doctor removed the mattress suture and then opted to remove the figure 8 suture and flowstasis along with activated clotting time (act) being 206 which is above the limit range. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ b.2 date of death and b.3 date of event revised as previously entered incorrectly. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. E.1 name prefix/title revised as previously entered incorrectly. G.1 reporting contact facility name was inadvertently left off the previously submitted report and was added. H.10 h.6 codes 4755 was reported incorrectly on the previously submitted report. A new code was added to health effect - impact codes as it was inadvertently left off the previously submitted report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The user facility reported a 49 year-old female patient with in post-operation for cardiac surgery was implanted with an impella device for mechanical circulatory support. The impella device was placed via the right femoral vein without issue. The medical staff used a figure eight suture along with a suture retention device. During preparation to transfer the patient off the catheter lab table, oozing at the access site was noticed. Manual pressure was held, and a femoral stop was placed. Due to the patient¿s size, every time the right leg moved, the access site would ooze again. Medical staff decided to reposition the femoral stop and remove the figure eight suture along with the suture retention device. The bleeding then began to increase. The femoral stop was removed, and manual pressure was again applied. The femoral stop was then replaced again. The patient was transferred to the intensive care unit, and upon arrival, had their heart rate drop to the 20s, with asystole. Cardiopulmonary resuscitation was then administered. After the patient had coded for approximately one hour, the medical staff made the decision to call target organ damage, and the patient expired.